Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. Allegedly, there was a crack in the pump and the battery cap was not able to be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. During investigation, the pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump powers up with the test battery cap successfully. The test battery cap was unable to fully tighten. The battery compartment was cracked in the thread area. The battery compartment threads were damaged. No evidence of moisture contamination was found inside the battery compartment. Unrelated to the original complaint, the cartridge compartment was damaged along the top of the compartment. A test cartridge cap was able to be fully tightened. The pump was run for 24 hours with a test battery cap. No reboots, power losses, or alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. The alleged intermittent power condition was due to battery cap/compartment damage.